Event description:
It was reported that the ilet pump touchscreen was cracked and no longer responsive, preventing interaction with the pump interface, consistent with a device fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem of a cracked touchscreen, with the device problem localized to the touchscreen and the cause traced to user handling. It was concluded, based on previously established findings for similar reports, that the cause was user-related.

Manufacturer narrative:
Investigation description: display damage due to impact.